Event description:
It was reported that the pump touch screen was unresponsive. The customer will continue to use the current pump. It was also reported that the pump battery was depleting quickly. No additional patient or event information was available. Customer¿s blood glucose level was 150 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.